Event description:
Additional information received from a healthcare provider (hcp) indicated the event resolved without sequela as of (B)(6) 2015. The event was related to the implant surgery procedure/anesthesia.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that entire system replacement of the previous explanted system occurred on (B)(6) 2016. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) via clinical study email on (B)(6) 2015 reported that the explant was related to the infection.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the spinal segment of the catheter found c450. The catheter pin connector/collet was not fully locked in place. Analysis of the proximal segment of the catheter found c300. There was catheter body damage to the transition tube. Analysis of the pump found no anomaly.

Event description:
Information was received on 2015-07-16 from a healthcare provider (hcp) via a clinical study regarding a (B)(6) male patient receiving bupivacaine (30mg/ml, 14.010mg/day), fentanyl (100mg/ml, 46.70mg/day), and clonidine (600mcg/ml, 280.2mcg/day) via an implantable infusion pump. The indications for use were noted as non-malignant pain, failed back surgery syndrome, post lumbar laminectomy pain, and spinal pain. On (B)(6) 2015 the patient presented to the clinic with pain, redness, and swelling at the lumbar incision site. Laboratory testing revealed an infection at the implant site (an abnormal culture result of moderate white blood cells, 'few gram positive cocci'). The issue was considered severe severity and required prolongation of existing hospitalization and emergency room visit. Clindamycin and bactrim ds were administered on (B)(6) 2015, and on (B)(6) 2015 the infusion system was explanted and returned to the manufacturer with a plan to replace at a later date. No patient outcome was reported. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Conclusion was updated. Evaluation conclusion pertains to the catheter, model# 8781, sn (B)(4). Evaluation conclusion pertains to the catheter, model# 8781, sn (B)(4). Evaluation conclusion pertains to the pump, model# 8637-40, sn (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was provided, but patient's weight was noted as not collected so a supplemental regulatory report was sent.

Manufacturer narrative:
Updated to reflect the information received on 2020-feb-12. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2020-feb-12. The patient reported that they had a "(B)(6)" infection around 2016. According to the patient, their healthcare provider (hcp) kept moving the pump from "butt" to abdomen to chest to back before an infectious disease specialist to the hcp that the patient had an infection and the pump should be removed. The patient had IV antibiotics and then a couple of months later the patient had the pump put back in. No further complications were reported.